Event description:
It was reported that two aleutian tlif ii straight inserter inner shafts were fractured outside the or. There was no patient involvement in this event, therefore, no adverse consequences were seen. This report captures the second inner shaft.

Manufacturer narrative:
It was observed that the inserter had a tip fracture where the threaded part of the inner shaft is supposed to be. Complaint history records were reviewed for this lot, no similar complaints were identified. While the customer reported that the surgeons don't use excessive force on the instrument upon inspection the fracture appeared to be brittle indicating a repeated cantilevering force on the inserter which can lead to an eventual fracture. Correspondence reveals that this device was used frequently in surgeries which may have contributed to the fracture. The most likely cause of the reported event is excessive force applied at a difficult angle.

Event description:
It was reported that two aleutian tlif ii straight inserter inner shafts were fractured outside the or. There was no patient involvement in this event, therefore, no adverse consequences were seen. This report captures the second inner shaft.